Event description:
It was reported that on the date of the implant of this defibrillation lead, cardiac tamponade was observed. A pericardiocentesis was performed however the patient subsequently expired. At this time, the official cause of death is unknown. This report will be updated should further information become available.